Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A functional evaluation revealed a blade stall error message and excessive heat produced from the handpiece. An investigation performed by the supplier revealed the device failed the torque test. The complaint was confirmed and the root cause was associated with a mechanical component failure. Factors which could have contributed to the reported event, include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time. A blade stall condition can result in increased current draw from the control unit which will heat the motor and hand piece housing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device.  Internal complaint reference: case-(B)(4).

Event description:
It was reported that during an ip joint fusion the dyonics pwr high speed drill did not have any power. Hand piece control error message was displayed in the screen. Instruments inside patient. Surgical delay of less than or equal to 30 minutes. Backup device available. No patient complications reported. Results of investigation have concluded that this unit overheated which makes it a reportable event.